Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples shows the set is disconnected from the support plate and the dialysate port is cracked. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed from the prismaflex st100 set during prime. The leak was due to a broken part of the filter described as ¿the back of the filter¿ (not further specified). There was no patient involvement. No additional information is available.